Event description:
It was reported that during laser lithotripsy procedure for kidney stones, the fiber failed, it did not fire. The procedure was successfully completed using another fiber. There was no patient complication. After that, the fiber was returned for analysis and the investigation found that distorted light was exiting the connector face indicative of an internal connector fracture.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual inspection did not find any visible defects. Microscopic inspection of the fiber tip indicated it was in good condition, however, burn marks were found on the connector and distorted light was passing through the connector. This is indicative of an internal connector fracture of the fiber. Functional testing of the fiber found the aiming beam was weak. Based on these observations, the reported event is confirmed. A fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. The interaction of the console with the connector having this fracture likely led it to overheat causing the burn marks observed. The device history record (DHR) indicated that there were no manufacturing issues that could have contributed to the reported event. The labeling review found that the product IFU states, inspect the fiber for kinks, punctures, fractures, or other damage. If the fiber appears damaged, do not use the fiber, return it to the supplier for replacement. It also states to hold the fiber tip to a non-reflective surface and ensure that a circular red/green spot appears. If the spot is not circular, cleave the fiber. If the spot is weak or not visible, discard the fiber or return it to the supplier for replacement. Since an expected or random component failure was identified without any design or manufacturing issue, a conclusion code of cause traced to component failure was assigned to this investigation.